Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (intermittent image) likely occurred due to a damaged cable, caused by user operation. The instruction manual identifies the following verbiage, which may prevent the phenomenon from occurring: - do not coil the camera cable with a diameter of less than 20 centimeters. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found intermittent image due to faulty cable. Based on evaluation findings the failure found was identified to be attributed to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigations. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A report of ¿device does not know what is wrong with it ¿during preparation for use was reported by the user facility. There was no patient I involvement on this event reported. No user injury was reported. Device return evaluation found intermittent image due to faulty cable. This report is being submitted due to faulty cable causing intermittent image issue.